Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter stated over the last two to three months, the display had become dim and difficult to read. The reporter further stated the display could only be read in a darkened room. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on investigation, the display was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.